Event description:
It was reported that the device stated that there was an error in line or fluid in line. The event occurred during annual preventive maintenance. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. It was reported that the there was an error in line or fluid in line. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device was in used condition, had been decontaminated, and the front housing had warped by the latch lock. Error log review found the pump started faulting air in line. The alarm would occur during/right before an infusion session. The air in line fault was duplicated. The pump was powered up and a water filled 100 ml cassette was attached. Infusion was started and an alarm of "cannot start pump with air in-line. Prime tubing." Occurred. The air detector failed the height gauge test. The air detector failed. Normal wear caused the failure. Due to the age of the air detector, the pump was beyond economical repair, as repairs exceeded the cost of the pump.